Event description:
It was reported that the patient experienced high blood glucose of 300 mg/dl. The patient felt that the unit was not delivering the correct amount of insulin. The patient stated that the blood glucose drops when delivering 5.0 units via pen, but not when using the insulin pump. The patient was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.